Manufacturer narrative:
The device was returned and user allegations were confirmed. Scope had leak due to hole/cut at the bending section cover. The distal end cover was damaged and charge coupled device (ccd) shrink tube was cut. No image was found. The device exhibited low angulation in the up direction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a black screen and the distal end was chipped. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black screen was that conduction failed on the circuit board in the scope connector due to moisture that invaded the device from the leaking point. Olympus will continue to monitor field performance for this device.